Event description:
The facility reports the resident was to be lifted with a passive hoist but would only go in an active hoist. The resident was not able to hold on to the hand grips. The unit would not go down with the handset nor with the emergency button. The resident could not hold their own weight and fell down. Their arms were stuck behind the sling and pt fell forward, suffering two broken arms, a bruised breastbone, and a lump on their forehead.